Event description:
The initial attorney report alleged pain, required substantial medical treatment, scarring, disfigurement and permanent injury, defective mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2002: pt underwent repair of a right inguinal hernia with a kugel patch. From (B)(6) 2005 - (B)(6) 0005: pt complains of right sided groin pain. Physician felt this was due to a trapped ileal inguinal nerve and pt is referred to pain clinic for ilioinguinal nerve blocks x3.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional info received. The pt underwent a right inguinal hernia repair in (B)(6)2002 with a kugel patch and an additional right inguinal hernia repair in (B)(6) 2003 with an unk mesh. Two yrs post op the pt received nerve blocks for right testicular pain. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. At this time, no connection can be made between the reported issue of pain and the use of the davol product. If additional event and/or eval info is obtained, a f/u MDR will be submitted.